Manufacturer narrative:
The exposed portion of the soft cannula was observed to be short. The cannula was measured and found to be 0.959 inches in total length. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 430 mg/dl. The pod was worn longer than 48 hours on the abdomen. Hyperglycemia treated with correctional bolus and a new pod.